Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 49 mg/dl. Customer advised they broke their belt clip slot. Customer declined to troubleshoot for low blood glucose levels. Customer believed they over delivered insulin for breakfast which may have resulted in low blood glucose levels.